Event description:
A caller reported a continuous glucose monitor (cgm) error identified as error 42 with a g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided detailed instructions for resetting the pump and assisted the caller through the process. After the reset, the cgm error code did not display again.